Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a166usqs6czb6. Hardware: sm-a166u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 300 mg/dl after an unspecified duration of pod wear. The patient reported feeling unwell and developing symptoms including upper abdominal pain and diarrhea, which prompted him to seek medical attention. The patient was admitted to the hospital and diagnosed with diabetic ketoacidosis. The patient noted that the pod remained in place at the time of admission and was removed to receive insulin therapy at the facility. The patient remained hospitalized for approximately five days and was discharged on (B)(6) 2026.